Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to a flattened button dome switch. No vibration anomaly was noted during testing. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump had uncontrollable alarms after trying to turn on the back light. The issue was not resolved with a battery change. No blood glucose reading was provided. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.